Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the issue via system logs but was not able to reproduce the issue during the in-house test. The unit was tested on an in-house system in normal mode where there were no triggered errors. The unit was also tested on a patient side cart fixture test platform (pftp) where the sensors check and friction slow test failed for the yaw. The carriage friction issue was not duplicated during testing.

Manufacturer narrative:
The preventative maintenance (pm) was completed by an intuitive surgical, inc. (Isi) field service engineer (fse). During the pm, the carriage failed the friction test. The fse replaced the universal surgical manipulator (usm). The usm has been returned for failure analysis evaluation, but the evaluation has not yet been completed as of the date of this report. Fields g5 and g7 are not applicable.

Event description:
During preventative maintenance, the field service engineer (fse) replaced a universal surgical manipulator (usm) due to a failed carriage friction test. There was no patient involvement and there was no allegation of a product issue from the customer.